Event description:
The customer reported zipper damage to the side and end panels of the canopy. The zipper slider was damaged. The damage was discovered during installation and was not in use with a pt. Evaluation of the returned product found that a window zipper slider body was open.

Manufacturer narrative:
The product was returned for evaluation. Inspection of the canopy found that the window zipper slider body was open on panel side b. On panel side d, there was a two inch area of broken stitches on the label. Manufacturer reference #: (B)(4).